Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #5l; cat# 5517f501; lot# uyubd tritanium bplate triathlon s4; cat# 5536b400; lot# ctd98299 tritanium patella-asymmetric; cat# 5552-l-350; lot# u0a21 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to suspected infection. A poly exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.